Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had a cgm accuracy issue which occurred 4 days after sensor insertion into the arm. On (B)(6) 2024, the patient¿s cgm was reading 49 mg/dl, and the bg meter was reading 103 mg/dl. The patient was wearing a tandem insulin pump. No patient symptoms were reported. There was no documentation of treatment or medical intervention at this time. Several hours later, the patient had lightheadedness and a seizure as her bg level dropped. At this time, no specific cgm or bg meter readings were reported, however, it was noted the cgm did not alert the patient as the cgm was providing ¿normal¿ values. Emergency medical service (ems) was called and transported the patient to the emergency room (ER). At the ER, the patient was treated with dopamine and was advised to remove her cgm sensor. The patient was discharged after a ¿couple of hours¿. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).